Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient weight is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was completed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery to treat a right hip fracture using a trochanteric fixation nail (tfn) - advanced proximal femoral nailing system on (B)(6) 2016, while inserting the helical blade, the buttress/compression nut immediately became disengaged from the blade/screw guide sleeve. The instruments were able to be re-locked and then the surgeon had to use a lot of physical force advancing the helical blade due to resistance. The helical blade sat proud on lateral cortex and surgeon was satisfied with placement. After the helical blade insertion, the surgeon was unable to disengage the buttress/compression nut from the blade/screw guide sleeve and had to use a mallet to pull the instruments out successfully. After the procedure was completed, the buttress/compression nut and blade/screw guide sleeve were inspected and appeared to be "cold-welded" together. Heavy duty pliers and a wrench were used to try and disengage the instruments resulting in damage to the blade/screw guide sleeve threads with buttress/compression nut still on it. It was additionally reported that earlier in the procedure, there was trouble threading the nail to the cannulated connecting screw and insertion handle, possibly due to cross-threading. After disassembly, they were able to assemble the devices without any problem. There was a 30 minute surgical delay due to the reported events. The procedure was successfully completed without patient harm. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: nine different tfna instruments were received for investigation. Only the buttress/compression nut (part 03.037.016, lot 9397799) and blade/screw guide sleeve (part 03.037.017, lot 9569618) were found to have issues upon inspection. These two devices were assembled together and were unable to be separated due to damage to the threads of the blade guide sleeve. It is unknown how the threads were damaged, but they do not allow the devices to function as intended. The guide sleeve is also missing the red epoxy in one location. The remaining concomitant parts were found to have no issues. No further investigation is required for these devices. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the blade/screw guide sleeve is part of the trochanteric fixation nail advanced (tfna) system. The blade/screw guide sleeve is connected to the aiming arm (03.037.013) via the locking clip (03.037.015) and the buttress compression nut (03.037.016). It provides a cannula to target the oblique hole of the tfna nail. The outer threads also work with the buttress compression nut to buttress the instrument to the lateral cortex, and to generate compression. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical devices: 130degree aiming arm (part 03.037.013, lot unknown, quantity 1), cannulated connecting screw (part 03.037.010, lot unknown, quantity 1), helical blade inserter (part 03.037.024, lot unknown, quantity 1), helical blade and screw coupling screw (part 03.037.026, lot unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.